Event description:
It was reported that the user requested a return while early in ilet use, had not completed required trainings or hcp consultation, expressed distrust in the algorithm, difficulty with carbohydrate announcements, and challenges managing the device due to legal blindness; the user was using fiasp insulin and preferred novolog, and experienced elevated blood glucose that trended down during the call after a meal announcement. Symptoms included hyperglycemia with a reported glucose of 289 mg/dl decreasing to 255 mg/dl during the call. Outcomes included no hospitalization, no alerts or alarms, and scheduling of additional training for user education and support. Investigation included troubleshooting and education with assignment to additional training. Investigation of this case revealed that the cause of hyperglycemia remained unclear, with contributing factors potentially including early adaptation while the ilet algorithm learns, incomplete training on meal announcements, and insulin choice concerns. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.